Manufacturer narrative:
The device has not been returned for evaluation; without return of the device, no definitive conclusions can be drawn regarding the clinical observation. Should the device be returned or additional information become available, a supplemental report will be submitted.

Event description:
Medtronic received a report that during the procedure, the head of the pipeline could not open. After the marksman was in place, the physician chose the pipeline (fa-77425-18). The pipeline was placed and ready to be released, but the stent could not open. The head of the pipeline could not open in the capture coil. The removed the device and replaced it with another pipeline, which was released successfully. The operation was completed successfully and there was no injury reported.

Manufacturer narrative:
Additional information, device evaluation: the pipeline pushwire was returned for evaluation. As received, the pushwire was within a catheter with an rhv attached to the catheter hub and a torque device attached to the pushwire. The pipeline braid was not returned for evaluation. The torque device and the rhv were removed with no issues. For further examination the pipeline pushwire was pushed out of the catheter. The capture coil was observed to be damaged. Pushwire kink was observed approximately 9.5cm from the proximal end. The coating of the entire pushwire length was examined under a video inspection system for coating integrity. Coating damage was observed approximately 27 to 28.5cm from the distal tip coil, 30 to 31cm from the proximal end, and from the proximal end to 12cm from the proximal end. Based on the analysis findings and event details, the report that the pipeline was stuck in the capture coil could not be confirmed. The cause for the reported experience could not be determined as the pipeline braid was not returned. Additionally, the patient anatomy condition was not reported; therefore any contributing factors from the pipeline braid and patient anatomy could not be assessed. It is possible that the ¿damaged capture coil¿ may have contributed to the reported issue. In addition the pushwire was observed to be damaged (kinked). However, the cause for the damages could not be determined. There is no evidence to suggest that the braid and the capture coil failed to meet specifications. All products are 100% inspected for damage and irregularities during manufacture. Per our instructions for use: ¿detachment can be facilitated by slowly rotating the delivery wire in the clockwise direction and/or manipulating the microcatheter by locking down the delivery wire and moving both as a system. If the capture coil tip of the delivery system becomes stuck in the mesh of a delivered ped, rotate the wire clockwise while advancing the wire to try to release it, then slowly pull back on the delivery wire.¿ the coating damage on the proximal end of the pushwire appeared to have been caused by mechanical scraping and abrasion. The torque device and rhv were not returned for evaluation; therefore any contributing factors from the torque device/rhv valve could not be determined. The coating damage on the distal end appeared to be delamination.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.